Event description:
It was reported that a customer experienced a cartridge alarm and occlusion alarms with their pump on multiple occasions. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance in loading a new cartridge and successfully resumed insulin therapy. Further troubleshooting was conducted, but occlusion alarms persisted, leading to the decision to proceed with a pump replacement. The customer was informed that the replacement would include updated software, and was advised on managing the current pump and the shipping process.